Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 500 mcg/ml for a total dose of 75 mcg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported the patient experienced an increase in pain. An x-ray showed the catheter pulled out of the intrathecal space. It was unknown what factors may have caused or contributed to the event. Diagnostics/troubleshooting included x-ray of the catheter. Actions/interventions performed included a catheter revision and the spinal segment was replaced. It was noted that surgical intervention occurred as the spinal segment of the catheter was replaced. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." The patient's weight and medical history was unknown. The event date was unknown. No further complications were reported/anticipated.